Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 15 mg/dl (compact plus gp) and 158 mg/dl (compact plus gt) customer "trusted" the reading of 158 mg/dl and dosed herself with 8 units of humalog based upon the reading. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strip drums. Replacement was sent.

Manufacturer narrative:
This medwatch is for compact plus meter gt. (B)(6). Will not be returned to manufacturer.